Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was not receiving stimulation. Lead extension diagnostic testing revealed invalid impedance measurements. In turn, surgical intervention was undertaken to explant and replace the extension which resolved the issue. It was noted during the procedure, fluid was present inside the extension. The patient extension was implanted in 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.